Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes are difficult to use. This occurred on 50 occasion during use. No date/time or patient information was given. The following information was provided by the initial reporter: difficulty in filling the tube and holding it in the adapter. The tube is difficult to drill, it bounces off the holder and therefore difficult to fill.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes are difficult to use. This occurred on 50 occasion during use. No date/time or patient information was given. The following information was provided by the initial reporter: difficulty in filling the tube and holding it in the adapter. The tube is difficult to drill, it bounces off the holder and therefore difficult to fill.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for draw testing and upon completion, no issues were observed as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes are difficult to use. This occurred on 50 occasion during use. No date/time or patient information was given. The following information was provided by the initial reporter: difficulty in filling the tube and holding it in the adapter. The tube is difficult to drill, it bounces off the holder and therefore difficult to fill.